Event description:
White powder indicative of 5fu present on skin around needle site.

Manufacturer narrative:
The complaint of a leak was confirmed, and will be considered manufacturing related. A leak was detected at the needle hub of the returned safestep infusion set. The leak path was located along the interface between the proximal end of the needle and the extension set tubing. A chr was not completed since the lot information was not provided by the complainant.